Event description:
I was laying down to turn the switch on for the heating pad when the cable started to spark up and burned through the inside and melted in half. ¿aldi product # 905943¿. Model :jm6101 60hz50w120vac etv intertek 4007169 aldi product code 705943 12/2022 visage king size heating pad conforms to ul std130 and certified to csa std. C2 2nd.2 no.15.